Event description:
Caller reported damage to tandem charging cable, which was no longer functional. There was no reported impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies and a wall adapter via 2-day shipping.